Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145409.

Event description:
Voluntary medwatch form received notes that high and out of range high defibrillation impedance on the right ventricular (rv) lead. No adverse patient effects were reported.